Manufacturer narrative:
(B)(4). The devices were discarded at the facility and not available for analysis. Also were explanted: plc161000/17335361 UDI# (B)(4); plc271000/18434563 UDI# (B)(4); rlt261414/17785800 UDI# (B)(4). No further information was provided to gore. Please note that medwatch report # 3013164176-2019-00012 was sent to FDA to cover gore® excluder® iliac branch endoprostheses. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device or native vessel and surgical conversion.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses to treat an abdominal aortic aneurysm. It was reported that all devices were implanted successfully on the left side, however, when the physician withdrew the internal guidewire, the internal iliac component became dislodged from the internal gate. The physician decided to use a contralateral leg component above the flow divider to get enough length and cover the internal iliac artery. During the positioning on the right side, images of the distal markers indicated the distal end of the device was flaring open. The physician deployed the remainder of the devices in a quick manner. Following deployment of these devices on the right, the right iliac artery was found to be occluded. Since both iliac arteries were covered, the physician converted the patient to open repair and explanted all devices from the right and left sides. The patient is doing well.